Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side breast pain and a capsular contracture baker grade iii. Device has been explanted. Montelukast was taken as treatment.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "after a physical examination, the patient's implant was found contracted" to an unknown side. Healthcare professional later reported left side breast pain 2 years ago and a capsular contracture baker grade iii. This record represents the left side. Device has been explanted. Montelukast was taken as treatment.